Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A cuff miss can occur due to a number of factors including, but not limited to, needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but could not be confirmed. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the reported presence of scar tissue at the access site may have also been a contributing factor to this event, but could not be confirmed. Furthermore, the physician was aware of the presence of scar tissue and its possible adverse effect in achieving hemostasis. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician in training in the use of the proglide device attempted pre-close placement of the sutures in the right common femoral artery prior to the main procedure using a 10 fr sheath for a right iliac artery stenting. Reportedly, a cuff miss occurred, the device was removed and a second proglide was used to achieve hemostasis. It was noted that there was scar tissue at the access site and the physician stated that the proglide device may not work due to this issue. There were no reported adverse patient sequelae. Though requested, no additional information was provided.